Manufacturer narrative:
Remove pri tubing from initial report. The customer¿s report of a tubing leak was confirmed. Visual inspection of the extension set and concomitant valve showed no anomalies. Functional testing resulted in no leaking. Pressure testing confirmed a small leak at the connection between the female luer and smartsite component. After tightening the engagement, no leaks were observed. The root cause of the customer¿s report was identified as a loose connection between the female luer and smartsite component.

Manufacturer narrative:
Additional information: the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of cefepime was noted to be leaking while connected to a patient's central line. There was no patient harm.